Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a low battery alert. The customer also reported that the infusion set was leaking. The customer stated that the blood glucose level was 5.7 mmol/l. It was reported that the leak started on monday. Troubleshooting was performed. The location of leak was at the site, the customer stated that he could feel insulin dripping and his shirt was wet and the blood glucose was high that day. The customer was advised to return the infusion set for analysisthe customer was sent a battery cap. The customer also stated that he had threw away the infusion set. Product is not expected to return for analysis.